Event description:
Event description suggestion: it was reported that previous device checked showed longevity of 2.3 years until eri, but at recent check 4 months later it noted 6.9 months. Calculations of the projected longevity confirmed that the 6.9 month estimate was accurate. The patient was asymptomatic.

Manufacturer narrative:
Previous information submitted in MDR in the initial MDR was submitted erroneously. The corrected information of this supplemental report shall supersede the previously entered information of the initial report.

Event description:
It was reported that previous device checked showed longevity of 2.3 years until eri, but at recent check 4 months later it noted 6.9 months. Calculations of the projected longevity confirmed that the 6.9 month estimate was accurate. The patient was asymptomatic.